Event description:
It was reported that the user experienced a hypoglycemic event after a preceding hyperglycemic episode, and the user believed the pump delivered an aggressive correction that contributed to the subsequent low; the lowest reported glucose was 56 mg/dl and the user self-treated with oral carbohydrate, returning to range. Symptoms included an absence of hypoglycemia symptoms during the low. Outcomes included no medical intervention, no hospitalization, and resolution following oral glucose. Investigation included case assessment, troubleshooting, and education with the user. Investigation of this case revealed no device malfunction reported, no ongoing issue, and a user-reported perception of aggressive automated correction preceding the low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.